Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that no insulin was seen being expelled from tubing during the load sequence. Customer's blood glucose level was 128 mg/dl. Reportedly, a new cartridge and infusion set was loaded to address the issue.